Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99139. Supplemental rationale corrected data: b5, h6, h11 1 previously reported event was included in this follow-up record. Product return status 1 device was received. Evaluation findings (results/components) 1 device: no device problem found / part/component/sub-assembly term not applicable product disposition 1 device: serviced and returned to customer.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 15 events were reported for this quarter. Product return status 14 devices had investigation types that have not yet been determined. 1 device was received. Additional information 15 devices were not reprocessed or reused.

Event description:
This report summarizes 15 events for the failure: unintended power up. - 15 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99139. Supplemental rationale, corrected data: b5, h1, h6, h11. 15 events were previously reported during the reporting quarter: however, - 14 events were reported in error. - 1 previously reported event is included in this follow-up record. Product return status, 1 device was received. Evaluation findings (results/components), 1 device: no device problem found / part/component/sub-assembly term not applicable. Product disposition, 1 device: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 1 event for the failure: unintended power up. - 1 event had no health consequences or impact.